Manufacturer narrative:
(B)(4). The lot 13n040 was manufactured between december 15, 2013 and december 16, 2013. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon receipt, visual inspection on the unit (via the naked eye) noted fluid around the area of the turn dial located on the multirate control module. A functional leak test was subsequently performed by filling the unit with green colored water. After fill, green water was visually observed around the area of the turn dial located on the multirate control module. Consequently, the reported leak was verified. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rate control module of a multirate infusor was leaking. The reporter stated that this prevented the delivery of the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.